Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the hrsv to resolve issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed and replicated the reported failure. There were electrical and fiberoptic defects.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the surgeon side console (ssc) had right eye vision loss. The caller reports confirming that both the right eye and left eye were visible at the vision side cart. There were no related errors in logs. Technical support engineer (tse) walked caller through hard power cycle of ssc with no change. Caller noted surgeon needed both eyes at ssc to proceed with case. Tse confirmed other systems on site at p9e software and asked caller if swapping of ssc was an option; caller to proceed with ssc swap when caller ended call. The procedure was converted to another da vinci system with no reported injury to the patient. Intuitive surgical, inc. (Isi) obtained the following additional information about the complaint: the issue was discovered when the surgeon sat down at the surgeon side console (ssc) (before following mode). Even with dvstat assistance, they were not able to resolve the issue. They brought in a teaching ssc to complete the procedure. There was no injury to the patient. Patient information was requested, but was not provided.